Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a coil embolization procedure was performed in internal iliac artery, in a patient. During the procedure the subject coil was pushed and pulled several times inside the lumen of the microcatheter and the subject coil was prematurely detached inside the microcatheter. The detached subject coil was removed out of the patient vascular anatomy and retrieved with a snare device. The procedure was completed and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection: the main coil was returned detached from the coil delivery wire. The coil delivery wire was seen to be kinked. The main coil was seen to be stretched. The main coil was seen to be tangled. The main coil was seen to be kinked/bent. Functional inspection: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure. During analysis, the main coil was found to be kinked/bent, tangled and stretched. Based on analysis, it is possible that the coil may have been advanced against friction in the microcatheter during the procedure which in turn could cause damage to the coil and premature detachment when the device was retracted. An assignable cause of procedural factors will be assigned to the as reported (ar) / as analyzed (aa) 'main coil prematurely detached/separated during use' as well as the aa 'main coil stretched', 'main coil tangled' and' main coil kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since this issue is due to handling of the product during the clinical procedure.

Event description:
It was reported that a coil embolization procedure was performed in internal iliac artery, in a patient. During the procedure the subject coil was pushed and pulled several times inside the lumen of the microcatheter and the subject coil was prematurely detached inside the microcatheter. The detached subject coil was removed out of the patient vascular anatomy and retrieved with a snare device. The procedure was completed and no clinical consequences were reported to the patient due to this event.